Event description:
Clinical specialist reports that an endoplege was used but did not read accurate pressures from the coronary sinus pressure site. Product appears to be kinked. Kink could be related to positioning within the package. The patient did experience low blood pressure during initial insertion.

Manufacturer narrative:
Device not returned.